Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue with the insulin pump display. The customer reported that the insulin pump battery would depleted soon. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer reported an issue with the pump and after inserting a new battery the pump's power was frequently turned off. No further patient complications were reported. It was unknown whether the customer will continue use of the device or not. Mmt-1886 will not return for analysis.

Manufacturer narrative:
The pump passed active current test, sleep current test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Unit was successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms/alert/anomalies noted during testing. During download history review, low battery alerts were recorded on 07/24/2024 11:26:00 and 06/20/2024 18:49:00. Battery cycle 65.0 received the lowbatteryalert (104) on 07/24/2024 11:26:00 faster than expected at 5.64 days. Battery cycle 57.0 received the lowbatteryalert (104) on 06/20/2024 18:49:00 faster than expected at 5.67 days. Battery cycle 29.0 received the lowbatteryalert (104) on 03/01/2024 05:09:00 after more than 7 days at 22.25 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: label damage (stained), cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked and scratched case. No unexpected alarms/alert/anomalies noted during testing. Customer alleged for unexpected low battery alert was confirmed in the pump history. Charge/battery lasts less than expected was confirmed, suspecting hardware issue. Problem isolated to electronic stack. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.